Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was conducted resulting in following: product in question was produced under sap material ID 1714623 /unometer abdopressure+(1/10) int/ and lot #351740 in minsk site. A batch record review was performed. No ncr related to complaint issue was initiated for complaint order during production. We have not received any sample related to this complaint. We have only received photo of the product with circled place where the issue occurred. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the manufacturing process of the mentioned lot. We have received one another complaint on claimed lot number 351740, but reported issue is different ¿ tw1663639 (unometer chamber detached from tube). According to query from tw, there is not any other complaint received on the item 1714623 and the same issue. According to the investigation, we can conclude that the issue occurrence is considered as isolated. There is not any rising trend on this issue. No additional action is required, and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3007966929.

Event description:
It was reported that water was unable to prefill the system during pretest, pipe flow is stuck. This problem was solved by replacing a new one. There was no patient involved. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
E.1: (B)(6) taiwan (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3007966929.